Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Lens explant is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)

Event description:
A health care professional reported that an implantable collamer lens (icl) flipped and could not be flipped back. No further information is available at this time. If additional information is received a supplemental medwatch report will be submitted.